Event description:
Event description: guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted tones. Upon interrogation, it was identified that the device was at elective replacement and explanted. There were concerns regarding premature battery depletion.

Manufacturer narrative:
Initial interrogation revealed that the device had reached elective replacement indicator. Our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results indicated that the monitoring voltage was normal based on therapy use and programmed settings. Although the battery itself had not depleted prematurely, two consecutive charge times in excess of the 18 sec specification triggered eri earlier than expected. Engineers concluded that this device did not experience a component failure or premature battery depletion. Rather, the eri charge time indicator was declared due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling. Upon receipt the device was fully functional, however during aggressive laboratory testing, we were able to induce the failure mode described in the june 17th physician letter. Detailed analysis determined that damaged insulation surrounding a wire within the header allowed undesirable shunting of shock energy to the active titanium case. On 06/17/05 guidant (now boston scientific) issued a physician communication regarding a deterioration in a wire insulator within the lead connector block that may, with other factors, result in an electrical short circuit. Manufacturing changes to prevent this failure were made in 08/04. This device was manufactured before 08/04 and is included in this population.